Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2025. During the procedure, the stent was not sufficiently extended. The stent was removed with forceps and snare, another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.